Manufacturer narrative:
This report is submitted on september 18, 2023.

Event description:
Per the clinic, the device was partially inserted during initial implantation. The patient experienced no sound and no auditory response with the device. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 26, 2023.